Event description:
It was reported that the device was unable to be interrogated. Patient was asymptomatic. Premature battery depletion was suspected. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was found to be caused by a depleted battery. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the battery depletion.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.